Manufacturer narrative:
H3, h6: the unknown fast-fix device will not be returned for examination. The investigation was limited to the information provided, as the specific part and lot numbers to review the device history records were not provided. A review of the manufacturing, risk management documents and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. The instruction for use for the fast-fix product family were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. This complaint was reported from the literature review; based on the literature review, there have been several reports of cyst formation after the use of the fast-fix for meniscal repair. This study investigated the prevalence of fast-fix related cyst formation. After three requests no individual clinical information has been provided for inclusion in the medical investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Our post market surveillance team will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Based on this investigation, the need for corrective action is not warranted at this time.

Event description:
It was reported a symptomatic cyst with pain movement after 1 year of surgery. Patient was treated with a cystectomy with an arthroscopic shaver and became asymptomatic after surgery. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.